Event description:
The customer reported at 10:00 am he activated a new pod and his blood glucose history is as follows: time: 12:00 pm, bg (mg/dl): 300; 2:30 pm, "high" (> 500); 3:30 pm, "high"; 4:30 pm, 450. The pod was removed and he noticed the cannula looks bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.